Manufacturer narrative:
The device was evaluated, and the reported issues of the break in the cover of the ultrasound probe unit and reduced angulation were confirmed. The reported issue of the loose tie-rods was found was not confirmed. Additionally, there was air/water leakage from the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the ultrasonic gastrovideoscope had a break in the cover of the ultrasound probe unit and loose tie-rods were found. Additionally, there was reduced angulation. The issues were found during routine maintenance by an olympus technician. No patient harm reported. This report is to capture the reportable malfunction of the break in the cover of the ultrasound probe unit and loose tie-rods were found.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the broken cover of the ultrasound probe unit and loose tie-rods likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.